Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported to olympus the visera 4k uhd camera control unit displayed an error e117 when an olympus 4k autoclavable camera head was connected. The customer could not resolve the error by restarting. The therapeutic procedure was completed using the same equipment. The customer reported that this issue occurred several unknown times prior to b(3). No delay or adverse effects were reported. Related patient identifiers: (B)(6) to capture the reported several unknown occurrences.

Manufacturer narrative:
The device was returned for evaluation. The returned device was connected to a light source (part clv-s400) and an lcd monitor (part lmd-x310s). During testing, the reported issue was not confirmed; the device did not cause an error code e117. No error codes occurred. The device passed functional testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.